Event description:
It is reported that: the doctor determined that the implant was in good condition after reviewing x-rays of the left hip. The patient has had numerous surgeries and regularly takes pain medication. The patient characterizes the hip as always being generally uncomfortable. The normal discomfort becomes painful when the patient walks a distance of approximately two blocks. The patient states that the discomfort and pain began approximately one year ago. The patient is scheduled to see his surgeon in one year unless he experiences problems or his condition changes.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.